Manufacturer narrative:
(B)(4). Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #: 634a07. Additional information: this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo number one, it was observed a device with a green reload installed and appears to be fired only in the right side. 2nd photo: it was observed the anvil device and significant bleeding inside of the body cavity. 3rd photo: it was observed a green reload with staples that appears to be protruded. 4th photo: it was observed some clips applied in the staples zone. In addition, a needle/suture was also observed during the photo analysis. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the second firing of the sleeve gastrectomy procedure. There was no patient harm.